Manufacturer narrative:
(B)(4)

Event description:
The patient's husband called along with the patient and stated that the patient received erroneous results when testing with coaguchek xs meter serial number (B)(4). The patient was tested twice with the meter and the patient thought the tests were performed incorrectly based on the results. Results were being reported on the meter in units of seconds, and not inr units. The patient was instructed on setup of the meter and the meter was then programmed correctly. Upon review of the meter memory, the following tests results were observed: 2.5 inr at 9:57 a.m., 2.0 inr at 10:02 a.m. Samples were obtained from two different fingers for these measurements. The patient did not receive any treatment based on the meter results. No adverse events were alleged to have occurred with the patient. The patient believed both results were acceptable. The patient's therapeutic range is 2 - 3 inr. The patient is tested once per week. The patient is not anemic or polycythemic. The patient does not have antiphospholipid antibodies. The patient is not taking heparin, lovenox, or thrombin inhibitors. The patient has had no changes in diet, medications, or illnesses. The patient has had no bruising or bleeding out of the ordinary. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 223855-22) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications. The patient's meter was returned for investigation. The returned meter and master lot test strips were tested in comparison to a retention meter and master lot test strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.7 inr, donor 2 inr: 2.5 inr. Donor 1 hct: 49%, donor 2 hct: 47%. Testing results: donor #1: master lot: 2.6 inr, master lot strip and customer meter: 2.6 inr. Donor #2: master lot: 2.4 inr, master lot strip and customer meter: 2.4 inr. All inr values were within the specified maximum difference between measurements. The patient samples were always identified as blood. No error messages occurred. The returned material and the retention material meet specifications. No information was provided that would point to a cause for the result discrepancy.